Event description:
The target vessel was the heavily calcified, 90% stenosed proximal left anterior descending artery. The vessel was pre-dilated with a stormer 2.5 x 16 mm ballon. The taxus 2.5 x 24 mm stent was deployed at 18 atm and was fully expanded. The balloon was finally removed by bringing the guide catheter to the stent and the balloon released. The procedure was completed with a taxus 2.5 x 8 mm stent. The stent was post dilated to 16-18 atm. The pt's condition is reported as fine.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician implanted a taxus express2 8.8% 2.5 x 24mm drug eluting stent in an unknown vessel. The balloon would not withdraw from the stent following inflation and deflation. Multiple attempts were made to withdraw the balloon. They were finally successful in removing the balloon but this resulted in prolonged radiation and increased contrast use.